Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.4mm ti va-lcp 2-clmn vlr dst rad pl 7h hd/3h shaft/lt-ster . This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the lcp screw was placed in a va hole at a va-two column plate and slipped through the hole. According to the information given the lcp screw was placed at a 90 degree angle. If the screw is placed at any other angle the slipping can occur. No adverse patient harm. No surgery delay reported. Surgery was successfully completed. No fragments were created or remained in the patient. This report is for one (1) unk - plates. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.111.731s, lot: 5l04485, manufacturing site: mezzovico, release to warehouse date: 28. June 2019, expiry date: 01. June 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the thread at hole va6 is badly deformed, and shaped to the back side of the plate, based on this finding it could be possible that a screw went through, this thus confirming the complaint description. Furthermore, the plate discoloured at the deformed section of the thread, because of the deformation post-manufacturing caused. Functional test: the relevant features are deformed in a manner which prevents accurate functional test at hole va6. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l04485. All relevant features are defined on the used drawing revisions of DHR of production lot 5l04485. Furthermore, the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error (insertion angle) may have taken place, as two lockscr ø2.4 got reported and sent back, which should be inserted on a predefined angle, as those are not va suitable. To prevent such problems, it is necessary to operate according to the surgical technique, page 27 ¿the torque limiter prevents over-tightening and ensures that the va locking screws are securely locked into the plate.¿ and page 32 ¿locking screw 2.4mm, for use in va locking holes but only in predefined angle using nominal angle technique. Important: for final locking the 0.8 nm torque limiter is required.¿) based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 3 report as december 13, 2019 but should have been february 26, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.